Event description:
I flow received a report stating, for the first 24 hrs the pump appeared to be working, but did not change in size. The patient checked for kinks. The patient raised the pump above his shoulder and the pump began to shrink and the patient felt the medication filling his incision. The patient began to feel light headed and was instructed by the ER doctor to remove the catheter. Pump was filled with 335 ml of marcaine 0.25% to flow at a rate of 2ml/hr. I-flow has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample evaluation showed one partially full pump. Pump was re-filled with normal saline to the reported fill volume of 335ml for testing. A flow rate accuracy test was performed and showed the flow rate to be slightly slow. The directions for use state that "filling the pump greater than the labeled fill volume results in slower flow rate." Positioning the pump above the catheter site increases flow rate or below the catheter site decreases flow rate. The dfu contains a statement, "note: a change in appearance and size of the pump may not be evident during the first 24 hours after start of infusion."